Event description:
"When a line change was performed, fluid was leaking from the twist clamp area only on draining out and not with every bag change. A sample is available for evaluation. No pt injury was reported.